Manufacturer narrative:
Information contained on this report was previously submitted through psr on 22/apr/13, 17/jul/14 and 16/apr/15. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation is rupture, mass/nodule, exchange from textured to smooth breast implants due to the patient¿s concern with the product. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being diagnosed with a left side "rupture." Healthcare professional additionally reported left side "mass/nodule, exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported "all sort of autoimmune diseases and feet swelling;" which is not related to the device." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, fold crease, red particles, no openings observed, and cloudiness/voids observed after the autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no openings observed on the device.

Event description:
Patient reported being diagnosed with a left side "rupture." Healthcare professional additionally reported left side "mass/nodule, exchange from textured to smooth breast implants due to the patient¿s concern with the product." Healthcare professional additionally reported "all sort of autoimmune diseases and feet swelling;" which is not related to the device." Device was explanted.